Event description:
Device was not working. There was no display or power. Discovered the device was shorted out and scorched. No injuries alleged. The device was replaced and requested to be returned for eval.